Event description:
The user facility reported the following events occurred during the insertion of a percutaneous catheter introducer: "an 18ga. X 2.5 inch radiopaque fep catheter over a 20 ga. Introducer needle was inserted. The needle was removed. A syringe was attached to the catheter to ascertain placement in the vessel and air was aspirated. Syringe was removed and catheter hub was attached to the end of the syringe. Physician placed finger over insertion site, vascular surgeon was consulted and surgically removed catheter". No further information was provided regarding the circumstances surrounding this event.